Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her charger/modem. The patient's download revealed battery charger faults. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon evaluation, pin 5 was shorted on the battery board inside the charger/modem. The cause of the faults is the shorted pin. The root cause of the shorted pin cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.